Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the tip of all 3 instruments broke off when the instrument was being used to remove set screws/grub screws from the implants. All the products came in contact with the patient. No fragments of any of the instrument remained in the patient.